Event description:
Customer called to report that the insulin pump has a blank screen. It was reported that the insulin pump alarmed failed battery test and low battery alert less than one week. Customer's blood glucose reading was 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.